Event description:
It was reported that winged luer cap was found loose in the over pouch of a small volume intermate before patient use. No additional information is available. This medical device report is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot 13g059 was manufactured july 26, 2013 - july 29, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.